Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital for multiple low flow alarms and pump stoppage events. An echocardiogram was unremarkable and lactate dehydrogenase levels did not suggest pump thrombosis. An issue was suspected with the percutaneous lead (driveline). The x-rays were unremarkable. The patient was given an ungrounded patient cable for use with power module support and was discharged home to wait for bacteremia to clear. The vad coordinator confirmed that the bacteremia was not pump related and the source was unknown. A pump exchange will most likely be performed once the bacteremia clears.

Manufacturer narrative:
The explanted device was returned assembled. The outflow elbow was returned attached to the pump¿s outlet port and the bend relief collar was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned cut approximately 2 inches from the nipple of the pump housing and the distal end of the driveline measuring approximately 33 inches in length was also returned. The outermost gray shrink tubing layer of the prior driveline replacement site was located on the distal driveline segment at approximately 23-27 inches from the metal connector. Visual inspection of the driveline segments revealed no evidence of trauma. Electrical continuity testing of both returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield of both returned portions of the driveline appeared unremarkable. The outer layers of the driveline replacement site also appeared unremarkable and showed no evidence of damage. However, upon examination of the wire connections at the replacement site, it was observed that the black shrink wrap was not completely covering the crimp sites and the conductors of the brown, red, yellow, and green wires were exposed adjacent to the edge of the repair crimps. All wires remained intact, even with manipulation of the driveline in the area of the crimps. No other anomalies were observed with the wires underneath the outer layers of the replacement site and there was no evidence of any fluid ingress in this area. The braided shield was removed and the underlying wires were examined under a microscope to check for any additional wire anomalies along the length of the returned driveline segments. Visual inspection revealed no areas of compromised wire insulation or damage to the inner wire conductors. The returned portions of the driveline were then suspended in a saline bath for hi-pot testing to check for current leakage through the wire insulation, and no additional areas of exposed wire conductors were identified. The exposed conductors of the wires observed adjacent to the repair crimps had been covered by kapton tape and likely would not have made contact with the copper wrap to produce an electrical short. Moreover, the wire conductors were clean and shiny, showing no evidence of corrosion consistent with an electrical short. However, the system had the potential for a phase-to-phase electrical short and resulting interruption in pump function to occur if the exposed conductors of any two wires from different motor phases directly contacted each other while the patient was operating on a tethered power source (such as the power module) or on battery power. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Although the exposed conductors of the wires at the replacement site could have potentially contributed to the captured low speed/pump stoppage events, this finding could not be conclusively determined as the root cause of the reported event as the entire driveline was not returned for evaluation. Approximately 14 inches of the original driveline was not returned and a potential wire compromise on that segment could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, it was reported that the patient underwent a pump exchange. The inflow conduit and outflow graft were left in place. The new pump is reportedly working well as intended.